Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level, which remained within normal range. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared in the future.